Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
On 03/10/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: instrument would not open or close. One of the wires was broken.